Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported atrial perforation and pericardial effusion could not be determined. The reported death appears to have been a cascading event of the reported pericardial effusion. The reported patient effects of atrial perforation, pericardial effusion, and death as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report death. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was inserted and advanced into the left atrium (la). However, an atrial perforation occurred. The procedure was continued, and the clip was successfully deployed, reducing mr to a grade of <1. After the clip delivery system (cds) was removed, a pericardial effusion was observed. To treat the pericardial effusion, pericardiocentesis was performed. No additional clips were implanted, and the procedure was discontinued. Later that day, the patient passed away due to caused related to the pericardial effusion. No additional information was provided.